Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative replaced the core module and a printed circuit board (pcb) to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming laser core module. However, how or when it became non-conforming remains inconclusive the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The laser core module was received and a visual assessment of the returned sample showed that the module was returned without many of its components and had dust. The laser module was returned without its main controller printed circuit board (pcb), probe detector pcb, rfid pcb, and interface pcb. The returned laser core and its top sensor pcb were installed into a calibrated system with other known good parts for functional testing. Upon boot-up, system message (sm) [laser controller detected a port hardware failure], which is an advisory that port two cannot be used but port one is still functional. The top laser sensor pcb and the flat double end cable were replaced, but the sm persisted. This indicates a potential nonconformity with the port selector assembly. However, this is determined to be unrelated to the reported event as the sm disables the port 2 from being used. The sample could not be further functionally tested and reported event could not be confirmed. The root cause of the reported event can be attributed to non-conforming laser core module. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the laser was observed weak. The intended procedure was completed.